Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. No questionable results were reported outside of the laboratory. The customer repeated the sample as the initial value was deemed pathological. The sample initially resulted in a sodium value of 187.4 mmol/l. The sample was repeated, resulting in a value of 142.6 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. Calibration data was acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.